Event description:
It was reported that during a pph procedure, after stapling, the device could not be removed as a segment of the staple line was stuck between the housing and tissue. Staple was not formed properly at the 10-12 o'clock position. The device was removed with some force causing bleeding. Pt lost 10ml of blood, and did not require a transfusion. Surgeon then sutured the wound. Pt was discharged as usual with no other adverse events.

Manufacturer narrative:
Info anticipated, but unavailable at this time.